Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the air that was introduced into the patient. It was reported that this was mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted successfully. During deployment of the second clip, it was noted that the saline bag ran out of fluid; thus, there was no longer a continuous saline flush and air was introduced into the patient. The second clip was implanted, and mr was reduced to <1. Imaging under fluoroscopy showed micro air bubbles in the brain. The patient was transferred to a hyperbaric chamber to help dissipate the bubbles; however, treatment was unsuccessful. The patient suffered a cerebral stroke and was put on life support. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effects of air embolism, stroke (cerebrovascular accident), and respiratory failure, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The IFU instructs the user to confirm there is a slow, continuous heparinized saline flush through both the sleeve and delivery catheter. Heparinized saline flush should be continuous throughout the procedure. Discontinuing flush may result in air embolism and/or thrombus formation. Based on the information reviewed, the reported patient effect or air embolism appears to be related to user error. The reported cerebrovascular accident (stoke) and respiratory failure were likely secondary effects/symptoms of the air embolism. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.